Manufacturer narrative:
The alarm trace showed no abnormalities. The maintenance of the instrument was performed within specifications. The analysis of the images from the sample foam detection camera showed the following: the instrument was clean. 1st sample: a film was detected (possible bubbles at the tube walls). 2nd sample: a light particle was detected in the center of the pipetting area. 3rd sample: a light film was detected. A general reagent problem can be excluded because the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with elecsys troponin t hs on a cobas 8000 e 801 module. The first sample initially resulted in a troponin t value of 0.047 ng/ml and it repeated as 0.025 ng/ml. The second sample initially resulted in a troponin t value of 0.060 ng/ml and it repeated on a second analyzer as 0.015 ng/ml. The third sample initially resulted in a troponin t value of 0.043 ng/ml and it repeated on a third analyzer as 0.015 ng/ml.